Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling catheter with a carrier tube and a sterling balloon catheter for the related complaint. There was blood in the balloon and inflation lumen. Magnified inspection revealed a 3cm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon burst was occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superior femoral artery (sfa). The 6.0mmx60mmx135cm (4f) sterling¿ was advanced in the lesion and on the first inflation it ruptured at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that a balloon burst was occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superior femoral artery (sfa). The 6.0mmx60mmx135cm (4f) sterling was advanced in the lesion and on the first inflation it ruptured at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.